Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the cone end of the dissection tip on the vasoview 7 xb bisector detached and fell into the patient's leg during dissection. The part was retrieved through the original incision. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6)2010, for investigation. Visual inspection revealed that the dissection tip was received with the conical nose tip attached and formed a complete assembly, but it could be removed with minimal force. There was some glue present, and there was some blood on the tip. Based upon these findings, the reported failure mode "dissection tip detached" was confirmed. A lot history record review was completed for the product. There was no nonconformance which could be attributed to this failure mode. A supplemental report will be submitted if additional information is obtained. (B)(4)